Event description:
It was reported that this lead was explanted and replaced due to low sensing values approx. 17 months after the implantation. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found cut into several fragments. A proximal and a distal fragment were received for analysis. The medial fragment was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The visual inspection did not show any deviations which might have led to the reported electrical issue. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.